Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation a below rated burst pressure, the balloon ruptured and pinhole was noted on the balloon material. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient was in good condition.